Manufacturer narrative:
Batch review performed on 02/17/2015: code 01.26.50mb - lot 145335: 50 shells manufactured and released on 11/07/2014. No anomalies found. To date, (B)(4) shells belonging to this lot have been already sold without any similar problem reported. We received 1 x-ray only, likely taken during the revision surgery. On 02/10/2015 it was analyzed by our medical affairs director who stated that the image was taken with the new cup already implanted, while there are no pre-op x-rays; he noticed a protrusion of the cup in the pelvis, but it is not possible to say if this is due to the problem happened, generated during the primary surgery or already present.

Event description:
Importer ref # (B)(4).